Event description:
A patient reported experiencing inaccurate low results with a meter. The patient's blood glucose results were "118 mg/dl" on pt's meter and "162 mg/dl" on the lab test. Tests were done within 10 minutes with a difference of 27%. Patient did not experience any adverse events. No further information has been reported.